Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID (B)(4)) was implanted in a (B)(6)-year-old female patient via "l-p" shunt on (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient visited the outpatient department on (B)(6) 2022, the physician checked the shunt system and found that the lumbar catheter was torn. The valve was removed and replaced on (B)(6) 2022 due to hydrocephalus symptoms. An attempt was made to remove the torn lumbar catheter, but it was pulled into the spinal cord cavity and could not be removed. Another lumbar catheter was added.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID (B)(4)) was implanted in a (B)(6) female patient via "l-p" shunt on (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). The patient visited the outpatient department on (B)(6) 2022, the physician checked the shunt system and found that the lumbar catheter was torn. The valve was removed and replaced on (B)(6) 2022 due to hydrocephalus symptoms. An attempt was made to remove the torn lumbar catheter, but it was pulled into the spinal cord cavity and could not be removed. Another lumbar catheter was added.

Event description:
N/a

Manufacturer narrative:
The certas valve ((B)(4)) was not returned for evaluation (as per customer, product not available). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer could be due to amc flow path geometry. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.